Event description:
In 2001, a patient with a history of significant pre-existing medical conditions (see b7), underwent a coronary angiography with atherectomy, without incident. The pt was anticoagulated with heparin and integrillin during the procedure, prior to the deployment of an angio-seal device. There was minimal oozing at the puncture site at the end of the procedure. Following transfer to the ward, the pt complained of severe pain and pt's vital signs indicated pt was becoming critical. A CT of the abdomen and pelvis showed a large extraperitoneal hematoma originating at the left groin and extending into the left pelvis and post pararenal space. Repeated resuscitation, transfusion of red blood cells, fresh frozen plasma and platelets were required to stablize the pt. The pt was transferred to ICU on a ventilator. Pedal pulses were palpable, heart rate and blood pressure were within normal limits at the time of the report. Three days after this, an arterial duplex exam of the left lower extremity revealed that there was no evidence of a left femoral artery pseudoaneurysm or arterioverous fistula. The pt is recovering.